Manufacturer narrative:
Clarification to e.1. Country: patient reported they were implanted in germany, explanted in the czech republic, and they have been residing in hungary since (B)(6) 2022. Country has been updated to reflect the country of occurrence and residence of the patient as they are the initial reporter. Additional, changed, and/or corrected data: e1, h11.

Event description:
Patient reported a seroma and a hematoma was found in one of the implant capsules. The device has been explanted. This relates to the right side.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late.

Event description:
Patient reported a seroma and a hematoma was found in one of the implant capsules. The device has been explanted. This relates to the right side

Manufacturer narrative:
Laboratory analysis summary device photograph(s) for the device related to the reported event of double capsule/ seroma-late / hematoma was requested on nov 18, 2024. Visual analysis of the photographs identified: ¿ double capsule: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ hematoma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a seroma and a hematoma was found in one of the implant capsules. The device has been explanted. This relates to the right side.